Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00158, related manufacturer reference number: 2017865-2020-00160. It was reported that the patient presented for device upgrade. A new implantable cardioverter defibrillator, right ventricular and left ventricular leads were implanted. During pocket closure the patient experienced tachycardia and dyspnea. The leads were interrogated, and r-waves appeared to be diminished with loss of ventricular capture. The patient underwent a second operation to re-position the right ventricular lead. After the procedure was completed the patient experienced a decrease in blood pressure and pericardial effusion. Emergency resuscitation and pericardial centesis were performed; however, the patient died.